Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes.

Event description:
It was reported that the customer received a resume pump alarm. The customer's blood glucose level was 270 mg/dl and it was addressed with a correction via the pump. It was noted that the customer resumed insulin delivery. Tandem's technical support reviewed the resume pump alarm function with the customer.